Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint (B)(6) 2014. Device evaluation was completed on (B)(6) 2015. The meter involved with this complaint failed testing. The complaint could not be reproduced. In addition a secondary issue was observed, the meter component d4 was found burned causing high sleep current. The test strips were also returned and tested. The complaint was not confirmed. On (B)(6) 2014, the reporter contacted lifescan (B)(6) alleging that the subject meter (one touch verio2) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "101 and 124mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for precision. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
Follow-up # 1 ¿ (03/02/2015) - additional information. The patient¿s meter and test strips have been returned on 12/23/2014 and 1/12/2015, respectively, and evaluated by lifescan product analysis on 1/21/2015 and 2/18/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a low/dead battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.